Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, a full charge only lasted the customer 6 hours. Customer reported blood glucose level (bg) was 400 (mg/dl). A bolus via the pump was delivered to address bg level. Follow up with the customer confirmed their bg level had lowered to 181 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.